Event description:
Reporter stated the customer was hospitalized from (B)(6) 2015. Her blood glucose elevated to above 400 mg/dl, and she received treatment of insulin via perfusor. It was reported the insulin delivery of the infusion device is too low and e4 occlusion errors come "too late." The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.